Event description:
It was reported the pt experienced bilateral lower extremity pain two weeks after receiving the implant. The pain persisted regardless of stimulation. The pt also reported of weakness in the same area and fell three time since implant. It was also reported the pt experienced rib pain. Per the physician, the pt does not have neurological deficits and he believes the pain is due to compression issues. Subsequently, the pt's scs lead was explanted and replaced. The pt is receiving effective stimulation post-operative. Product will not be returned.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.